Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine follow up, this pacemaker was found to be operating in safety mode. The physician contracted the local sales representative, who confirmed the device would need to be replaced. The device was explanted and replaced with a non-boston scientific model due to the hospital's contract. No adverse patient effects were reported. The explanted device was expected to be returned for analysis.